Manufacturer narrative:
Approximate age of device- 115 days. The lvad device was disposed after exchange. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient returned to the operating room for extensive driveline debridement after a stage 4 coccyx wound became infected. After aggressive antibiotics and debridements, the infection spread to pump pocket. The patient had rising white blood count (wbc¿s) and tenderness around the pump site. Cultures showed (B)(6) and vancomycin-resistant enterococci (vre). For a best chance of recovery, the patient underwent a pump exchange on (B)(6) 2018 with omental flap around new pump to protect pump with antibiotic beads around new pump as well. No additional information was provided.

Manufacturer narrative:
The pump was discarded therefore not available for evaluation. A correlation between the device and the reported infection could not be conclusively determined through this evaluation. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.